Event description:
A customer contacted baxter's (B)(4) regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during use. The home patient (hp) stated that he had cycled power on the hc machine and restarted therapy with the same supplies. The hc machine was in prime at time of call. The technical service representative (tsr) assisted with troubleshooting, disconnecting from the hc machine, removing cassette, explaining the alarm, and advising to contact the nurse about missed therapy. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
During a follow up with the home patient (hp), the hp did not remember too much of the details surrounding this event. The hp did remember being connected. The hp did not recall seeing any disconnections, holes or any kind of defect to the supplies. The hp stated that he did speak to the nurse about this and has not had any further issues since.

Manufacturer narrative:
(B)(4). The hp did not have the lot number or a sample for evaluation. This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. The cause of the complaint was not determined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).